Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) due to the device toning. The right ventricular (rv) lead alerted for high out of range impedance and oversensing of noise with non-sustained (ns) and sensing integrity counter (sic) episodes. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.